Manufacturer narrative:
Age at time of event: 18 years or older - updated. Ae or product problem, describe event or problem, type of reportable event - updated. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "remove all slack from the catheter prior to stent deployment, as excessive slack may result in stent jumping or the stent length being reduced."(B)(4).

Event description:
It was further reported that the target lesion was 70-80% stenosed and the vessel was mildly tortuous. During deployment of the stent, the physician was simultaneously pinching the outer catheter while rolling the thumb wheel back too quickly. The stent was deployed further distal than intended. Another epic stent was deployed in the original lesion location. There were no additional patient complications reported and the patient's status post procedure was stable.

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered.the target lesion was located in the external iliac artery. While deploying the 9.0x61mm epic vascular, the stent "jumped forward significantly". It was further noted that the physician did not anchor the handle or allow the stent to appose to the vessel wall prior to completing deployment. The procedure was completed with this device.